Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. Unit was successfully uploaded to carelink, however, was unable to be downloaded using thump software due to unresponsive keypad buttons. The pump passed the self-test, but unresponsive keypad buttons were noted. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. Pump was cut open to perform visual inspection and found no flattened domes. No moisture damage was noted on the electronic stack. Due to unresponsive keypad buttons preventing unit download, isolate to electronic assembly. The following were noted during visual inspection: scratched case and pillowing keypad overlay. In conclusion, customer allegations for no communication from pump to transmitter were not confirmed when pump successfully paired and communicated with transmitter during testing. However, customer allegations for unresponsive keypad were confirmed when unresponsive buttons were noted during testing and unit was unable to be downloaded. Due to no flattened domes noted, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the loss of communication between the transmitter and the pump. The customer reported the keypad anomaly. The customer reported a blood glucose value of 70 mg/dl. The customer experienced hypoglycemia. The event involved product(s) mmt-7841zn, mmt-1884, mmt-332a, mmt-242a, and mmt-7040ma. Troubleshooting was not performed for the low blood glucose. Troubleshooting was performed for the loss of communication between the transmitter and the pump. The communication was resolved after deleting transmitter serial number from pump and re-pairing. Troubleshooting was performed for the keypad anomaly, and the buttons become responsive again after replacing battery. No further patient complications were reported. No product return is required for mmt-7841zn, mmt-332a, mmt-242a, and mmt-7040ma. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per additional information received, the customer did not allege hypoglycemia.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 and section h6(removed 1912 and replaced with 4582 in health effect - clinical code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.